Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post pocket closure, increased and high thresholds were noted on the right atrial (ra) and a lead revision was attempted. The lead became difficult to reposition, and when removed it was found that the lead also had insulation damage. This ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.